Event description:
It was reported via repair work order that the bumper strips were missing, resulting in sharp edges being exposed;. It was also reported that the side rail could unlatch during use due to missing compression springs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.